Event description:
Complainant alleged that during a routine shift check by a clinician, during testing, smoke was seen coming from these pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The onestep complete electrode pads and associated device were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing without duplicating the report. The device was recertified and returned to the customer. Visual inspection of the pads found no sign of burning or arcing. The shorting wire was found to be loose at the pad connection causing intermittent connection. It is unknown how the shorting wire became loose. The pads were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, during testing, smoke was seen coming from these pads. Complainant indicated that there was no patient involvement in the reported malfunction.